Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading at time of the call was 182 mg/dl. Troubleshooting was performed. The customer stated that she changes the infusion set and reservoir every three days. The time and date were correct. The basals and boluses matched to the daily totals. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device passed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.